Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl that was addressed by consuming carbohydrates; cause was unknown. Additionally, it was reported that the pump was intermittently not annunciating audible tones for alerts/alarms. Customer's blood glucose level was 171 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.